Manufacturer narrative:
(B)(4) - blade will not rotate: prior to first use. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a robotic hysterectomy on (B)(6) 2010. During the procedure, the device was plugged into the motor drive unit. When the white button was pushed, the blade would not spin and the light from the machine flashed. A grinding noise was heard. A second device was used to continue the procedure with no adverse pt consequences.